Event description:
It was reported that pump displayed malfunction alarm malf 0 with no notable events occurring beforehand and customer¿s blood glucose level did not exceed specified limits. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, technical support confirmed shipping address, arranged replacement pump under warranty, instructed customer to place malfunctioning pump into storage mode and return it using pre-paid label, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement, which customer understood and acknowledged.